Event description:
Customer reported via insulin pump that the blood glucose readings are high. Customer states that that there is a motor error alarm. The blood glucose reading is unknown. Customer also states that the insulin pump was designed to trigger an alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.